Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection and x-ray examination, and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead had a high capture threshold, resulting in a loss of capture. The ra lead was not utilized. The physician proceeded with an alternative ra lead to successfully complete the procedure. The patient was in stable condition.